Event description:
The customer reported two (2) conflicting patient results with the ID now covid-19 assay performed on (B)(6) 2022. This MFR. Report addresses patient result one (1) of two (2) the customer reported a conflicting patient results with the ID now covid-19 assay performed on (B)(6) 2022 that generated a negative result. Repeat testing was performed the following day and generated a positive result. The customer was not able to confirm if the sample used for retesting was the same or a new sample. Pcr confirmation testing was not performed. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked. Additional information: premarket (510k) number: similar product to 190-000.